Event description:
Baxter exactamix fbx1030bp 250ml eva bag utilized for parenteral nutrition pumping on exactamix compounder has what appears to be thin fibrous material/particulates. This is noticed after pumping and floating in final product. Upon closer investigation of product you can see "scarring" in the port that connects to the compounder. Lot number of product.